Manufacturer narrative:
Zimvie complaint number (B)(4) a4: patient weight unknown / not provided.

Event description:
The doctor reports that the dental implant located in position number 16 failed because it fractured at the head. The doctor reports that the procedure was concluded by placing another implant.